Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault was confirmed. A review of the downloaded log file showed 256 events spanning approximately 3 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). Throughout the entire log file, the drive line power fault alarm was active due to an ocp b open fault. The drive line was disconnected at 00:25 where the controller internal fault alarm activated. This alarm is consistent with a 180 degree mod cable connection. The faults and alarms did not affect the controller's ability to operate the pump at the set speed while the drive line was connected. No other notable alarms were active in the log file. The system controller returned with a controller fault due to a shorted fuse b. Further troubleshooting was performed and the bulkhead connector was found to have a burn mark on pin 4 (ground b). This burn confirms the mod cable was inserted incorrectly by 180 degrees. Fuse b was replaced. The returned system controller was functionally tested and found to operate as intended during analysis after the fuse was replaced. The controller was able to support pump function for an extended period of time. A root cause for the reported event was conclusively determined to be 180 modular cable connection. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii patient handbook section 2-¿how your heart pump works¿, under sub-section titled "connecting the drive line to the system controller", provides the proper steps for connecting the drive line to the system controller. This section informs the user to ¿align the white arrow/alignment mark on the drive line cable connector with the white arrow on the system controller drive line connector.¿ this section also informs the user to ¿move the safety lock to the lock position, so that it covers the red button¿ once the drive line is fully inserted. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the drive line power fault and controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hooked up to a system monitor and the alarm display read "controller fault". The controller was exchanged without incident and the alarms did not recur. No further information was provided.